Event description:
It was reported that the insulin pump alarmed no delivery during the bolus procedure. Customer also reported issues with sensor glucose verses blood glucose differences. The blood glucose reading was 380 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.